Event description:
Caller reported a malfunction on the pump. The customer's blood glucose level remained within the normal range, not exceeding 500 mg/dl. Technical support assisted the caller with resetting the pump, which resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.